Manufacturer narrative:
The following info was reported by our affiliate via email: a malfunction of an opta pro pta catheter (catalog# 4192040s/lot#r0604153) was reported to have occurred during a percutaneous transluminal angioplasty (pta) of a dialysis shunt. No details are available regarding the event date, pt's age or sex. There was no inflation device used and the inflation pressure is unk. The balloon burst was circumferential but it did not separate into pieces and was removed in its entirety. However, during withdrawal of the device, it became stuck within the sheath introducer (terumo catheter sheath introducer) and both units were removed together. There was no further intervention performed and the pt condition was not negatively influenced. Clinical impression: during a percutaneous transluminal angioplasty of a dialysis shunt, the balloon was reported to have ruptured. Inflation pressures are not known as no inflation device was used. Vessel characteristics are not known. During withdrawal, the balloon became stuck in the sheath and the two were removed as a unit. There was no injury to the pt. The product was returned for analysis. No other info is available. The IFU for the optapro pta balloon states that an angioplasty inflation system be used when inflating this product. Procedural factors may have had an influence on this event. The following analysis was performed on the returned product: visual analysis: a clinically used opta pro balloon catheter was returned inserted into a terumo csi. The balloon was circumferentially torn, the proximal part was also axially torn and the distal part was inverted over the tip. Microscopic analysis: scanning electron microscope (sem) analysis performed on the outer surface of the balloon material revealed no clear evidence of surface abrasions that might have caused the balloon burst. Microscopic examination of the innerbody and markerbands revealed no anomalies. Device record review: no other complaints were received for this lot number to date. Two other complaints have been reported for this complaint catagory for this catalog number in the past six months prior to this alert date. A route sheet review was performed for this product, this revealed no anomalies that can be associated with the reported complaint. Numbers inspected are: r0604153 and 0305040349. A leak test was performed during the production process. Conclusion: the exact cause for the reported complaint could not conclusively be determined.

Event description:
Balloon burst.